Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery issue was neither confirmed nor duplicated during product evaluation. However, quality engineering confirmed a failure code 199:117:284 during their inspection. The root cause of this failure was assigned to depleted main batteries. The batteries and battery harness were replaced onsite at the facility by a baxter field service technician in order to correct this condition. This is involving a pump with software version 6.63.92 which is categorized as a colleague p1.5. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed that this device was previously serviced for the reported condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. This event had the potential to interrupt delivery. It is unknown when this event occurred. Patient involvement is unknown. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.